Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump turned off. After the pump was connected to a power source, the pump turned back on and began beeping. Reportedly, the pump felt hot and the touchscreen was not responsive to presses. The customer's blood glucose was 87 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature issue could not be verified; however, the touchscreen issue was verified and a different issue was identified.